Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower station was stuck in windows after reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations windows were stuck. A technical support specialist connected to the station via remote smart service (rss) and cleaned up the drive using disk operating system (dos) commands. Checked c: drive size and navigated to structured query language (sql) server log directories and cleared old dump files. Deleted files per knowledge article of "wsus-windows updates fail to check or install updates due to corrupted group policy" script and stopped windows update and services, then cleanup commands and verified drive size at 59% usage. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower station was stuck in windows after reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.